Manufacturer narrative:
Section d4: correction ; section h4: additional information; manufacturer's investigation conclusion: a specific cause for the patient's infection could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient experienced respiratory failure on (B)(6) 2020, for which the patient was intubated for ventilator support. During admission to the intensive care unit, the patient also experienced hyperglycemia and a supratherapeutic international normalized ratio (inr). The patient continued to experience an infection which was treated with chronic antibiotics until the patient¿s death due to respiratory failure on (B)(6) 2020. It was reported that the patient¿s death was not considered to be device related, and the device was operating as expected. It was reported that heartmate 3 left ventricular assist system (lvas), serial number (B)(6), would not be returned for evaluation. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists respiratory failure, local infection, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. Section 6 provides information regarding the recommended anticoagulation therapy and inr range. The heartmate 3 lvas patient handbook also contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
G3: correction.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had respiratory failure. It was noted that this was not related to the study. The patient was intubated. The patient was also place on a ventilator in the ICU (intensive care unit). It was reported that the patient passed due to respiratory failure. It was noted that this was not related to the lvad (left ventricular assist device). It was noted that the device operated as expected. It was reported that the patient also had an infection which had the patient on lifetime antibiotics. No date was listed for the event in relation to the infection. No source was listed for the infection. No further information was provided.